Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the omnilink elite peripheral stent system instructions for use states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous lesion located in the mesenteric artery. Resistance was met with the anatomy when advancing a 9.0 x 59 mm omnilink elite stent and prior to inflation the stent dislodged completely off the balloon. The stent was retrieved through surgical intervention. The patient underwent stenting on (B)(6) 2018 to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mesenteric artery. When attempting to stent the target lesion with an unspecified omnilink elite stent, the stent was ripped off the balloon. No additional information was provided.